Event description:
Initial visual inspection of the returned device noted that it had fractured. There was no clinical consequence to the patient.

Manufacturer narrative:
PMA# or 510k#: k934122; k931584; k944677; k971254; k022357 and k931584.pending full analysis of the returned device.

Event description:
Initial visual inspection of the returned device noted that it had fractured. There was no clinical consequence to the patient.

Manufacturer narrative:
PMA# or 510k#: k934122; k931584; k944677; k971254; k022357 and k931584. The guidewire was received in two pieces: the distal section measured 153cm and the proximal section measured 49.5cm. Visual inspection of the device found several kinks on the proximal section. A kink was found at 81cm from the fracture on the distal section. Both pieces of the guidewire were further analyzed using scanning electron microscopy (sem). This revealed that the outer hypotube fracture site exhibited fatigue striations along with elongated dimple ruptures in tear indicative of a bending action. Compression and tension zones were observed. No material anomalies were detected. The guidewire separation occurred as a result of fatigue in a bending overload direction. Based on the investigation results and the information provided, there was no indication that the device was not used as in accordance with the labeling. The separation of the guidewire was likely caused by excessive force applied to the device to overcome resistance during advancement in high tortuous anatomy. This tensile force can cause multiple kinks/bends, which led to the fracture of the guidewire. As tortuous anatomy and friction are considered to be procedural factors, therefore, a root cause of operational context has been assigned to the event.